Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer's screen was not allowing the functions to be checked. Further investigation indicated that the issue was with the display. The programmer will need to be returned for repair. There were no reported patient complications as a result of this event.